Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the provider, a piece of yellow plastic protector broke off and stuck to the staple jaws. The piece then went to the patient when the surgeon used the stapler. The little plastic piece was then recovered.